Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the hospital staff that after a recent pump exchange, the log file was showing two pump stoppage events within the last 24 hours. Red heart and low speed hazard alarms were reported. A review of the submitted log file was consistent with the reported event. The system controller was exchanged by the hospital staff and the patient will continue to be monitored for any similar issues.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The reported incident of multiple pump stoppages was confirmed based on the log file analysis; however, the specific root cause of the events could not be conclusively determined. The log file captured pump speed falling below the low speed limit multiple times as well as pump stoppage events. The system controller was functionally tested using our laboratory equipment and was found to function as intended. The device passed the functional test procedure confirming all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop while supported on the power module without any notable events captured in the history screen or elevations in the pump power value. No device related issues were identified during this evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information provided on july 24, 2014 stated: per vad coordinator no further issues after exchange.